Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices, referenced, are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the per-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was completed. Reportedly, hemostasis was not achieved with the sutures of the two additional proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.